Manufacturer narrative:
(B)(4). Lot could be 0002388156, 0002388158, 0002409333, or 0002409337. 0002388156 - mgf date: aug 26, 2021 / exp date: aug 26, 2026/ UDI: (B)(4). 0002388158 - mgf date: aug 25, 2021 / exp date: aug 25, 2026/ UDI: (B)(4). 0002409333 - mgf date: jan 19, 2022 / exp date: jan 19, 2027 / UDI: (B)(4). 0002409337 - mgf date: jan 22, 2022 / exp date: jan 22, 2027/ UDI: (B)(4). Reported event was confirmed as visual examination of the returned product identified that the two devices both had the tips fractured. The device was submitted for further analysis. Sem analysis determined that the fracture surface features of the juggerknot inserter tip are consistent with those reported in summary of failure analysis of juggerknot soft anchor inserter tip fractures. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during the surgery, the tip of inserter was fractured while the surgeon tried to implant an anchor into the patient's burr hole. This incident occurred on the 3 products, and 1 of the 3 products was discarded in the hospital. The fractured piece of inserter of the 1 of 3 complaint products is remaining in the patient's body. It was reported as well that the surgeon didn't used a guide when he tried to implant an anchor. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Out of the 4 lots, it cannot be confirmed which product was retained. Further, it cannot be confirmed out of the 4 lots which of the 3 fractured during the procedure. Therefore, one will be reported as retained and the other three as fractured. Reporter source: japan. Medical product: catalog #: 912068, juggerknot 1.4mm shrt w/ndls, lot # 0002388156. Catalog #: 912068, juggerknot 1.4mm shrt w/ndls, lot # 0002409333. Catalog #: 912068, juggerknot 1.4mm shrt w/ndls, lot # 0002409337. Catalog #: cm-99114bn, jk 1.4 shrt wht/bl bb, lot # 22021521. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01857, 0001825034-2023-01860, and 0001825034-2023-01861.